Event description:
Foley catheter balloons within trays manufactured by bard and purchased and distributed from (B)(4) found to have holes in them. All three catheters with leaking balloon came from different lots. Two of the lots were captured and were ngtj1013 and ngtj2705. The leaks were found because the first two catheters were put into the same pt and both slid out, even after the process of inflating the balloon (after insertion) was completed. (Catheters picked up by MFR the first week of may). The sales rep from bard notified the qa dept at bard of the problem with the 3 leaking catheters were reported.